Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer delivered three consecutive bolus corrections back-to-back over the course of two hours and was concerned that the insulin on board (iob) designated insulin that was queued to be delivered. The customer's blood glucose level was 120 mg/dl. Tandem technical support informed the contact that the iob referenced the active insulin that had been delivered to the body. The contact acknowledged and understood.